Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that their programming wand would not program. The programming wand was returned for analysis. Analysis on the programming wand showed that the serial data cable, which produced communication errors, had intermittent conductors.